Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device the reported condition was confirmed. It was further determined that the bearings were worn out. It was determined that the low rpm and noise were consistent with normal wear over time. It was determined that the device had a hole in the hose near the muffler (zone 1), which caused low rpm and noise. It was determined that the hole in the hose was consistent with manufacturing issues with the assembly tooling. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during testing, it was observed that the motor device had a high pitched noise and was lacking power. It was not reported if there were any delays in a surgical procedure. A spare device was not available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.